Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. Visual examination of the photos was performed and revealed fm on the inside of the tube. There appears to be a piece of plastic in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.4. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® lithium heparin (lh) blood collection tubes had a foreign matter in the tube. There was no report of impact to patient or user.